Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The physician pulled the clip off the tissue to retrieve the device. It was also reported that the handle broke. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
Reported event of clip failed to release. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the clip assembly was fully deployed and not returned. It was also noticed that the cross pin was separated from the slider and still attached to the control wire. There was a kink in the control wire. Based on the condition of the returned device the complaint of 'handle broken' was confirmed, but the complaint of 'failed to release from catheter' could not be confirmed. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The physician pulled the clip off the tissue to retrieve the device. It was also reported that the handle broke. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿